Event description:
One pt with discrepant phosphorus results. Initial result 8.6 mg/dl, repeat 4.3 mg/dl. The initial result was reported, the pt was not adversely affected. The field service rep was unable to determine root cause but noted he replaced the sample probe and verified probe and stirrer alignment. Performance tests performed which were within spec.